Manufacturer narrative:
(B)(6). No further patient information was provided by the customer. Abbott field service (fs) investigated the issue on site and noticed the high concentration waste probe cuvette was overflowing. Fs replaced the peristaltic tubing and removed the cuvette washer nozzle pairs (probes) and observed that the probe was obstructed/clogged. Fs cleaned the probe and washed the cuvettes and performance was acceptable. Fs identified the likely cause to be the clogged nozzle pair. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent erratic or discrepant results have been reported since the field service cleaned the clogged nozzle pair. A review of complaint and trending data for the nozzle pairs identified no issues or trends. Device history records were reviewed for the likely cause part and no issues were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c16000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer reported multiple specimens generated falsely depressed architect carbon dioxide results on the architect c16000 analyzer. The following results were provided. Sample ID (B)(6): initial 19, repeat 24; sample ID (B)(6): initial 13, repeat 22; sample ID (B)(6): initial 19, repeat 25. No adverse impact to patient management was reported.